Event description:
Discordant immulite 2500 carcinoembryonic antigen (cea) and biologic response modifier (brm) results were generated on multiple patient samples. The initial results were not reported to the physician(s). The laboratory repeated the samples on the same instrument the next day and the corrected results were reported. There was no known report of treatment given or withheld based on the discordant cea and brm results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer about clot detection errors. The customer noticed air bubbles coming from the di water bottle. The customer indicated that the fitting located on the di water bottle lid appeared to be broken. The tsc instructed the customer to replace the di water bottle and the di water bottle lid. The tsc also instructed the customer to prime the instrument and confirm acceptable performance. The instrument is performing within specifications. No further evaluation of the device is required.